Event description:
Hip revision surgery performed on (B)(6), 2024, due to septic mobilization. The following devices were explanted: revision mod. Stem ø18mm (product code: 3814.15.010, lot. 2019095 - ster. 2000335) . Revision modular neck h.110mm (product code: 7515.15.060, lot. 2016829 - ster. 2000345). In addition, the liner and the head were explanted, but product codes and lot numbers are unknown. Previous surgery date is unknown. According to the information received, intra operative cultural tests showed: 4 samples including sonication positive for mrse rifa-r, tetra-r. 1 sample positive for p.aeruginosa and p.vulgaris. Patient data: 51 years old, 90kg, 185cm. This event occurred in italy.

Manufacturer narrative:
By checking the sterilization charts of the involved lot numbers (lot. 2019095 - ster. 2000335, lot. 2016829 - ster. 2000345), no pre-existing anomalies that could have contributed to the reported issue were found on the components manufactured with those lot numbers. The available radiographs, taken before the revision surgery, were sent to our medical consultant, together with the pictures of the explanted device. He commented: "the pre revision xray (B)(6) 2024 shows a rather extensive revision in an obviously already multiply operated hip. The implants appear to be in correct position. For such extensive revisions it is not uncommon that postop infections occur. Some 15% may be expected. The cultures with mrse and pseudomonas also show usual pathogens for such cases. Removal of all implants is indicated in such case, either in one- or two-stage exchange. The explants do not show any remarkable features." In conclusion, we cannot determine with certainty the cause of the infection reported, probably the patient underwent multiple previous surgeries, increasing the risk of infection. The device history records of the femoral stem and neck were checked without finding any pre-existing anomalies, therefore we can state these devices were regularly sterilized before being placed on the market. This event is classified as not product related. Pms data: based on limacorporate pms data, we can estimate a revision rate due to infection of the revision stems of about 0.02%. No corrective action needed following this complaint, limacorporate will continue monitoring the market to promptly detect any further similar event.

Manufacturer narrative:
Checking the sterilization charts of involved lot numbers, no pre-existing anomalies were found on the components manufactured with those lot numbers. Therefore, all the products with those lot numbers have been properly sterilized before being placed on the market. We will submit a final report after the final investigation.

Event description:
Hip revision surgery performed on (B)(6) 2024, due to septic mobilization. The following devices were explanted: · revision mod. Stem ø18mm (product code: 3814.15.010, lot. 2019095 - (B)(4)). · revision modular neck h.110mm (product code: 7515.15.060, lot. 2016829 - (B)(4). In addition, pe insert and head were explanted, but product code and lot number are unknown. Previous surgery date unknown. Patient age: 51 years old. Event occurred in italy.